Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("progressively intense pelvic pain and cramping, pain") and rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid, rheumatoid arthritis") in an adult female patient who had essure (ess205) (batch no. 621812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gerd, sleep apnea and seizures. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as loratadine (claritin) and montelukast sodium (singulair). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstruation, dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced menorrhagia ("heavy menstruation, bleeding menorrhagia/abnormal bleeding (menorrhagia)") and migraine ("intense migraine headaches/ migraines"). In (B)(6) 2007, the patient experienced headache ("headaches") and alopecia ("hair loss"). In (B)(6) 2007, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced rash ("rashes"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("anxiety"), depression ("depression"), amnesia ("neurological conditions or problems type: memory loss"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2010, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and palpitations ("blood or heart disorder/condition type: heart palpitations") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), skin disorder ("skin conditions"), complication of device insertion ("problems that occurred at the time of your essure placement procedure : doctor 10rlger because of all the scar tissue"), abdominal pain lower ("lower abdomen pain/cramping"), back pain ("back pain") and arthralgia ("knee pain"). The patient was treated with sumatriptan (imitrex), topiramate (topamax) and surgery (7th teeth removed and hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia and migraine had not resolved and the allergy to metals, vaginal haemorrhage, rash, skin disorder, headache, dyspareunia, alopecia, complication of device insertion, tooth disorder, abdominal pain lower, anxiety, depression, rheumatoid arthritis, palpitations, amnesia, vaginal discharge, fatigue, weight increased, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, complication of device insertion, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, palpitations, pelvic pain, rash, rheumatoid arthritis, skin disorder, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure tubal catheter was successfully placed in bilateral tubes without difficulty or complications. The trailing coils on the left were 6, on the contralateral side were 4. Consumer received ceneprol. Discrepancy noted in insertion date. Previously reported as: 24-jan-2007. In current follow up reported as: 10mar2017, discrepancy in date of birth. In current follow up reported as (B)(6). Discrepancy noted in essure confirmation test: in current follow up it is mentioned that essure confirmation test not conducted. In previous follow up it was reported that hsg done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2018: events- "anxiety, depression, autoimmune disorder type of disorder: rheumatoid, rheumatoid arthritis, blood or heart disorder/condition type: heart palpitations, neurological conditions or problems type: memory loss, vaginal discharge, fatigue, weight gain, back pain, knee pain,concomitant drug, medical history, reporter added from pfs. Product explant date added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("progressively intense pelvic pain and cramping, pain") and rheumatoid arthritis ("autoimmune disorder type of disorder: rheumatoid, rheumatoid arthritis") in an adult female patient who had essure (ess205) (batch no. 621812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included termination of pregnancy. Concurrent conditions included gerd, sleep apnea and seizures. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as lisinopril, loratadine (claritin) and montelukast sodium (singulair). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation, dysmenorrhea (cramping)"), menorrhagia ("heavy menstruation, bleeding menorrhagia/ abnormal bleeding(menorrhagia)"), allergy to metals ("nickel allergy unable to wear jewelry or belts since essure implant") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced migraine ("intense migraine headaches/ migraines"), headache ("headaches") and alopecia ("hair loss"). In (B)(6) 2007, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced rash papular ("bumpy itchy rash"). In 2009, the patient experienced anxiety ("anxiety"), depression ("depression"), amnesia ("neurological conditions or problems type: memory loss"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2010, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and palpitations ("blood or heart disorder/condition type: heart palpitations") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced skin disorder ("skin conditions"), complication of device insertion ("problems that occurred at the time of your essure placement procedure : doctor 10rlger because of all the scar tissue"), abdominal pain lower ("lower abdomen pain / cramping"), back pain ("back pain") and arthralgia ("knee pain"). The patient was treated with sumatriptan (imitrex), topiramate (topamax) and surgery (7th teeth removed and hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia and migraine had not resolved and the allergy to metals, vaginal haemorrhage, rash papular, skin disorder, headache, dyspareunia, alopecia, complication of device insertion, tooth disorder, abdominal pain lower, anxiety, depression, rheumatoid arthritis, palpitations, amnesia, vaginal discharge, fatigue, weight increased, back pain and arthralgia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, complication of device insertion, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, palpitations, pelvic pain, rash papular, rheumatoid arthritis, skin disorder, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure tubal catheter was successfully placed in bilateral tubes without difficulty or complications. The trailing coils on the left were 6, on the contralateral side were 4. Consumer received ceneprol. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2007. In current follow up reported as: (B)(6) 2017, discrepancy in date of birth. In current follow up reported as 16jun1980. Discrepancy noted in essure confirmation test: in current follow up it is mentioned that essure confirmation test not conducted. In previous follow up it was reported that hsg done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet- concomitant medication and event rashes skin condition pt updated from rash on stomach to itchy bumpy rash on stomach coded as rash popular. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('progressively intense pelvic pain and cramping, pain') and rheumatoid arthritis ('autoimmune disorder type of disorder: rheumatoid, rheumatoid arthritis') in an adult female patient who had essure (ess205) (batch no. 621812) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included termination of pregnancy. Concurrent conditions included gerd, sleep apnea and seizures. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as lisinopril, loratadine (claritin) and montelukast sodium (singulair). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstruation, dysmenorrhea (cramping)"), menorrhagia ("heavy menstruation, bleeding menorrhagia/ abnormal bleeding(menorrhagia)"), allergy to metals ("nickel allergy unable to wear jewelry or belts since essure implant") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2007, the patient experienced migraine ("intense migraine headaches/ migraines"), headache ("headaches") and alopecia ("hair loss"). In (B)(6) 2007, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced rash papular ("bumpy itchy rash"). In 2009, the patient experienced anxiety ("anxiety"), depression ("depression"), amnesia ("neurological conditions or problems type: memory loss"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In 2010, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and palpitations ("blood or heart disorder/condition type: heart palpitations") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced skin disorder ("skin conditions"), complication of device insertion ("problems that occurred at the time of your essure placement procedure : doctor 10rlger because of all the scar tissue"), abdominal pain lower ("lower abdomen pain / cramping"), back pain ("back pain"), arthralgia ("knee pain"), intervertebral disc degeneration ("degenerative disk disease") and spinal osteoarthritis ("osteoarthritis in my back"). The patient was treated with sumatriptan (imitrex), topiramate (topamax) and surgery (7th teeth removed and hysterectomy with bilateral salpingectomy and unilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia and migraine had not resolved and the allergy to metals, vaginal haemorrhage, rash papular, skin disorder, headache, dyspareunia, alopecia, complication of device insertion, tooth disorder, abdominal pain lower, anxiety, depression, rheumatoid arthritis, palpitations, amnesia, vaginal discharge, fatigue, weight increased, back pain, arthralgia, intervertebral disc degeneration and spinal osteoarthritis outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, complication of device insertion, depression, dysmenorrhoea, dyspareunia, fatigue, headache, intervertebral disc degeneration, menorrhagia, migraine, palpitations, pelvic pain, rash papular, rheumatoid arthritis, skin disorder, spinal osteoarthritis, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: essure tubal catheter was successfully placed in bilateral tubes without difficulty or complications. The trailing coils on the left were 6, on the contralateral side were 4. Consumer received ceneprol. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2007 in current follow up reported as: (B)(6) 2017, discrepancy in date of birth. In current follow up reported as (B)(6) 1980. Discrepancy noted in essure confirmation test: in current follow up it is mentioned that essure confirmation test not conducted. In previous follow up it was reported that hsg done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: fallopian tubes were occluded. The proximal end of the inner coil appears to lie in the region of the fallopian tube immediately adjacent to the uterine cornua.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: social media: pfs received. New events degenerative disk disease, osteoarthritis in my back was added. Reporter information was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.